Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The nurse performed a refill. Following the refill, a drop or two of "clear fluid (medicine)" was expressed from the fill area. It was noted that it was very unlikely that the refill was done improperly. The physician felt the pump was "leaking". The pump was replaced. The patient recovered without sequelae. The device system was used to deliver morphine sulfate.